Event description:
Customer emailed her clinical services manager (csm) info regarding an infection at the pod insertion site that occurred while customer was traveling. She reported "the infection ended up being pretty significant." It began as a "red area" around the pod so she changed the pod early. Upon removing the pod, "a bunch of puss came out at the insertion site." Within a day, the area spread pretty quickly and she had a large, inflamed, hard, hot, red 5" x 3" area on her leg. There was puss for a few days after. Customer visited the ER and was given antibiotics. She stated the infection "responded well to the antibiotics and it was better now." She reported the skin is "red" and "raw" and has "all peeled off" and believes she has some sort of contact dermatitis. She added, "it's super itchy." Customer questioned possible causes of the infection (bandages she'd used, walking long distances, wearing dirty jeans). The pod was discarded and therefore cannot be returned for investigation.

Manufacturer narrative:
The device was discarded and therefore unavailable for eval. We are unable to determine if any product condition contributed to the pt's infection. Product lot qualification records (including sterilization) were reviewed and determined to have met all acceptance criteria. The ominpod's user guide warns: "to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water, and keep sterile materials away from any possible germs," and cautions "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider." It further advises to, "at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge, or heat."